Manufacturer narrative:
The device was received in the deployed state. An 0x1c alarm was noted after the pod reached the 80-hour limit of operation, upon which operation was automatically terminated. The downloaded data does not show any timeouts or drive stalls during the run. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The soft cannula was found to be torn off at the unexposed portion. As a result, the soft cannula therefore measured shorter than expected 14.1 mm in length. However, the exact cause and timing of this event could not be determined and if it contributed to reported event. No other damages or defects were found with the device, and the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to 36 mmol/l (648 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg) due to insulin leaking, the pod's cannula was found to be dislodged. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.